Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the low battery reset and safe state was unknown. The pump will be returned to the manufacturer when replacement occurs on (B)(6)2017. The patient¿s weight was unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was replaced, and they were sending the pump back to the device manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump on 2017-sep-29 revealed high battery resistance. The previously applied results code and conclusion code are no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-11. The dosage for the 10 mg/ml morphine was 0.062 mg/day, the 120 mcg/ml baclofen was 0.74 mcg/day, and the 800 mcg/ml fentanyl was 4.96 mcg/ml. Pump logs indicated that on (B)(6) 2017 at 19:46 a reset occurred, a low battery reset occurred, and the pump was in safe state. On (B)(6) 2017 at 19:47 a reset occurred and a low battery reset occurred.

Event description:
Additional information received from the patient indicated that the patient's pump "just stopped" and their doctor went on vacation, then the "drug stopped" and they went into drug withdrawal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg /ml, baclofen (unknown) 120 ug/ml, and fentanyl 800 ug/ml via an implantable pump fornon-malignant pain and failed back surgery syndrome. The pump was in minimum rate mode for dosing. It was reported that the personal therapy manager (ptm) displayed error code 8474, and the patient¿s pain level "was a little worse". The patient had no withdrawal symptoms to date (as of (B)(6) 2017). The patient contacted their clinic and they were told to call the manufacturing representative. The manufacturing representative was going to meet the patient at the clinic on (B)(6) 2017 and confer with the healthcare provider (hcp) and the patient. The pump was in safe state with a low battery and reset per the event logs. The hcp was going to replace the pump on (B)(6) 2017. The pump was in minimum rate mode for dosing as the pump was in safe state. The pump was programmed to minimum rate, and the alarm was silenced. The hcp provided the patient with a fentanyl patch and oral medications so the patient would be taken care of until the pump replacement. The affected pump would be sent back to the device manufacturer for analysis. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on october 24, 2017. The consumer requested an additional analysis letter for their physician to learn why the pump had died. It was reported the pump had reached end of service a year before it was supposed to.